Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse that encounter the issue replaced the battery, and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the battery was not meeting the run time test. There was no patient involvement, and no adverse event reported.